Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for follow-up, an increase in threshold and low sensing were observed. Lead was explanted.